Event description:
The mesh of this urethral sling exposed through the pt's vagina. It is unk when this therapeutic sling procedure originally took place and how long the sling has been implanted. To date, no further details are available regarding the circumstances surrounding this event.